Event description:
The customer reported that an asp automatic endoscopic reprocessor was leaking from the bottom of the unit only while the unit is running. It is unknown if the leak is water or disinfectant.subsequent customer follow up did not provide any additional information. If any additional information becomes available a supplemental medwatch report will be submitted.

Manufacturer narrative:
Ni

Manufacturer narrative:
Device evaluated by mfg: an asp field service engineer (fse) evaluated the unit onsite. The fse found that soap suds built up in the disinfectant tank were pushing through the over flow tube. The fse drained the tank and rinsed with water. The fse refilled the tank and performed functional testing. The unit passed the testing. The system meets manufacturing specifications.

Event description:
A customer contacted baxter's technical service center regarding a caution negative ultrafiltration (uf) alarm on the homechoice (hc) during drain 3 of 5. The home patient (hp) reported, he had bypassed the previous drain. The technical service representative (tsr) had the hp resume draining and the hp drain volume ( dv) was 3336ml. The largest prescribed fill volume (fv) was 1800ml. This drain volume meets increased intraperitoneal volume (iipv) criteria. Product surveillance spoke with the peritoneal dialysis (pd) nurse on (B)(6) 2010, the nurse reported the hp was coming into the clinic and would follow-up with him concerning bypassing the nurse reported the hp was doing fine with no reported problems and continues to use the cycler for therapy. No patient injury or medical intervention was reported as a result of this event.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record, service and complaint history, trending by product line and system serial number, failure mode effects analysis, the system hazard and user misuse analysis and the health hazard evaluation. The DHR for the aer, serial # (B)(4), was reviewed and no issues were noted. The service and complaint history for the asp automatic endoscope reprocessor with printer for six months, from december 2008 to may 2009, shows no similar issues with the unit. Trending analysis for the problem code ¿fluid leak" was completed for december 2009 through november 2010. The trend line lies below the upper control limit. The fmea (failure mode effects analysis) review showed that all leak related failure modes have overall risk numbers (rpn) below the threshold of 100. The shuma (system hazard and user misuse analysis) for cidex opa/disopa was reviewed and the initial risk numbers for user repeated exposure hazards were all 4 or lower, which would be category ii, or ¿as low as reasonably practicable¿. The hhes (health hazard evaluations) were reviewed for patient/user reactions to cidex opa and for leaking from the aer system. The highest hazard / risk found was a 5, which is considered low risk. No parts were returned to asp for testing. The trending shows that the failure is not significant and the risk associated with the failure is low.